Event description:
It was reported that the customer's insulin pump alarmed an error. Advised that the device will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device also had missing segments. Problem isolated with the liquid crystal display board. The insulin pump was severely scratched on the display window.